Event description:
The following description of the event was documented by a carefusion tech support specialist in response to a phone conversation with a user facility representative(s). "No patient involvement. (Name removed) states that the (user interface module) touchscreen stays dark on start up. Rest of vent does not boot up."

Manufacturer narrative:
The carefusion technical support specialist in conjunction with the customer identified faulty user interface module as the most likely cause in this alleged event. The customer was shipped a replacement user interface module to repair the device and return it back into service. Carefusion issued a return goods authorization (rga) number to the foreign distributor for the return of the alleged faulty user interface module for evaluation. As of 02/13/2015, the alleged faulty user interface module has not been received. Should the alleged faulty user interface module be received and evaluated, a follow up medwatch report will be submitted.